Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: nature and circumstances of aro: see initial MDR submission location of aro: (B)(6). Manufacturer: see initial MDR submission. Brand name: see initial MDR submission. Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
Correction: UDI # and manufacture date have been corrected.

Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during sacroiliac and thoracolumbar procedure, a 3d image acquisition was performed when the navigation system was able to recognize the left tracker of the imaging system. A few millimeters of position shift was found in the navigation, 3d image acquisition was performed again but the issue persisted. Rebooting the navigation system and imaging system did not resolve the issue. Navigation system was moved to a position where the right tracker of the imaging system was recognized and a 3d image acquisitions were performed. This resolved the issue. The procedure was completed with the use of imaging. There was a delay of 90 minutes. No impact on patient outcome.